Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as a hospital acquired infection; however, the cause of peritonitis could not be further clarified, therefore, the cause will be assessed as unknown. It was not specified if the patient was hospitalized for the event. Treatment was not reported, although the pd nurse did inquire if vancomycin or ceftazidime was compatible with extraneal. At the time of this report the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.